Manufacturer narrative:
H4: the lot was manufactured from april 04, 2023 - april 05, 2023. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear at the upper right side seam area. Functional testing was performed which revealed a leak at the affected area. Additional magnified inspection observed a tear/hole in the upper right-side seam of the container approximately at the 500 ml volume area where a leak was verified. The reported condition was verified. The cause of the condition could no be determined; however, possible causes include damage sustained during compounding, transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a non-welded side seam. This was identified before patient use, at the time of hospital delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.